Manufacturer narrative:
The insulin pump was received with a cracked case near the corner of the belt clip rails on the battery compartment and a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Due to the blank display. Also noted moisture damage on the motor assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that battery compartment was cracked. Blood glucose was 120 mg/dl. Troubleshooting was performed. The insulin pump will be returned for analysis.